Manufacturer narrative:
Information was rec'd via medwatch mw5040892. These devices are used for treatment. Primary surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Operative reports were not returned detailing the additional arthroscopic procedures. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing severe knee pain after total knee arthroplasty, and has undergone two additional arthroscopic procedures in 2014, including popliteal tendon release, removal of lateral cement mantle suspected to be causing impingment, and lateral retinacular release. Pain has not improved and inflammation persists, limiting the patient's activities.